Manufacturer narrative:
Updated fields: b4, g1, g3, g6, h2, h6 (type of investigation, investigation findings, component codes and investigation conclusions), h11. A getinge field service engineer (fse) while completing 5000 hour compressor maintenance found that the pressure hose was kinked in the middle (mp3-pp1). It still functioned but could not be straightened. Replaced the hose assembly (d004-00-0066) and completed a full pm, all tests passed to factory specifications. Returned to the customer and released for clinical use. The failure analysis and testing dept. Received part number 0004-00-0066 hose compressor serial number n/a with a reported unit failure of the pressure hose is kinked.the failure analysis and testing dept. Performed a visual inspection and observed that there is a kink in the pressure hose. The fat confirmed that there is a kink in the pressure hose. Retaining the pressure hose in the fat dept. Per procedure number 0002-07-d008 rev. As. The non-conformances with the returned components were confirmed. However, the root cause or the most probable root cause is impossible to be defined.

Event description:
N/a

Event description:
It was reported that during preventive maintenance performed by the getinge field service engineer, the cs300 intra-aortic balloon pump's (iabp) pressure hose is kinked. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.